Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain;') in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis & yeast") and pain in extremity ("pain down legs"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection: bacterial vaginosis & yeast"), vaginal discharge ("vaginal discharge"), pyrexia ("unexplainable fevers"), alopecia ("hair loss"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (other- removed by endoscopy). At the time of the report, the pelvic pain, pain in extremity and back pain was resolving and the vulvovaginal mycotic infection, bacterial vaginosis, nausea, vaginal discharge, pyrexia, alopecia and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, bacterial vaginosis, nausea, pain in extremity, pelvic pain, pyrexia, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, bacterial vaginosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain;') in a (B)(6) female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis & yeast") and pain in extremity ("pain down legs"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection: bacterial vaginosis & yeast"), vaginal discharge ("vaginal discharge"), pyrexia ("unexplainable fevers"), alopecia ("hair loss"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (other- removed by endoscopy). At the time of the report, the pelvic pain, pain in extremity and back pain was resolving and the vulvovaginal mycotic infection, bacterial vaginosis, nausea, vaginal discharge, pyrexia, alopecia and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, bacterial vaginosis, nausea, pain in extremity, pelvic pain, pyrexia, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received: aka name added, reporter added, lot number added, patient demographic updated, essure insertion date and removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, bacterial vaginosis, yeast infection; nausea, vaginal discharge; pain down legs. Unexplainable fevers, anxiety, back pain, hair loss. Events onset date, events severity and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.